Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump received insulin pump error alarm. Customer stated insulin pump was not exposed to a high magnetic field. Customer was able to clear the alarm however not able to rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with error 38 during rewind due to corroded motor home switch. Unable to confirm error 43 and unable to perform the displacement test, force sensor test, prime/ seating test, basic occlusion test and occlusion test due to error 38.